Event description:
It was reported that the subject programmer was stuck on bios when booting.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer was infected by a confiker virus.

Event description:
It was reported that the subject programmer was infected by a confiker virus.